Manufacturer narrative:
The investigation determined the event was due to estradiol contamination of the sample because a contamination at the rack entry could be found. A contamination from rubbish found close to the analyzer could not be excluded. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 2 patient samples on a cobas e 411 analyzer (rack system). Patient 1: the initial result was 49 pg/ml, and the repeated result was 8 pg/ml. Patient 2: the initial result was 189 pg/ml, and the repeated result was 17 pg/ml. The samples were repeated because the initial result did not match the patient's clinical picture. The repeated results were believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.